Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 10, 2021 section d9: returned to manufacturer: yes device evaluation: the dcb00v product was received in its original package. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Scarce residues of viscoelastic material were observed on cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the device and cut in two pieces. One of the haptics was also observed detached. Also, the device was disassembled to address the complaint issue reported. The threads of the injector, upper and lower body of the device were correctly engaged and were in a good condition. No defects were observed in the lower body lid engage pin and rings. No broken components or manufacturing defects were observed that could impair functionality in the device. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Evaluation of the video provided: during the video evaluation, it was observed that lens was implanted in the patient eye. During this process, the trailing haptic was observed detached. According to information provided, the training haptic remained at the tip of the plunger rod with damaged. Based on the evidence observed (video provided) the complaint issue reported was verified. Manufacturing record review: the manufacturing process record was evaluated and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that no additional complaint was received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Phone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted, its trailing haptic got detached. The setting of the iol was done with ovd (ophthalmic viscosurgical device). There was no problem with tucking the haptic and although the lens almost finished coming out of the cartridge, it did not completely separate on the tip of the cartridge. The doctor finally rotated the plunger rod backward which as a result the training haptic remained at the tip of the plunger rod with the damage. The iol was removed to be replaced with another lens. The surgical operating time extended for 60 minutes including the procedure for exchanging the lenses. There was no patient injury reported. Additionally, it was indicated that due to lack of experience with iol removal, corneal endothelium damage and delayed vision recovery were reported with the patient's eye. It was indicated that the corneal edema issue is expected to recover over time. No further information was provided.